Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not being plugged in properly to the interface board. There was no unexpected burnt mark anomaly found inside the battery tube noted. The device was received with cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call blank display on their insulin pump. Customer's blood glucose level was 186 mg/dl. Troubleshooting for the blank display was performed. Customer was advised they would be sent a replacement battery cap. Customer called back and advised that the battery compartment casing looks burnt on the inside. Troubleshooting for the cosmetic damage was performed. Customer was unable to perform the self-test as the device had a blank display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.